Event description:
The rep reported the device was used during a laparoscopic cholecystectomy. It was reported by the surgeon the outer seal on the 511sd trocar tore, making it difficult to maintain a pneumoperitoneum. Another 511s was pulled and the outer seal tore again. Both trocars were being used with the camera at the umbilical port. The gallbladder was very diseased and the surgeon was into the wall trying to dissect it from the liver bed. Due to reasons not related to the trocars, the surgeon converted to an open procedure. The 511sd was part of an fdc38 kit tray.